Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was received for analysis. The complained product description of chipped is confirmed. Mfg date: 10/02/2014. Visual evaluation condition/findings (conducted with a 7x or 10x optical) the scratches and deformation appear consistent with meeting the tibial tray trial. The locations that are severely deformed indicate the trial may have not been properly aligned with the tray trial when the stability assessment was performed or came loose in the process. These markings may have also been created while attempting to insert the trial with excessive forces. The femoral trial component may have partially obstructed the insertion of the insert trial resulting in contact forces between the sharper edges of the tray trial and insert trial before being properly seated. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. Exactech is not aware of receiving any other complaint reports involving parts from this manufacturing lot of (B)(4) pieces which has been in the field since 2014. Exactech complaint data from 2014 to 2018 involving the reported failure for this family of devices was reviewed. The investigations have not identified any evidence that a manufacturing issue caused or contributed to this reported issue. Therefore, this does not appear to be manufacturing-related. Corrective actions are not required because the occurrence is "very low" and the risk is captured in the risk management report. The damaged tibial insert trial reported in experience (B)(4) was likely the result of the use of excessive force when attempting to insert and align the tibial insert trial on the tibial tray trial. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient adverse event. The chipped part of the trial did not fall into the surgical site. An investigation was conducted; the damaged tibial insert trial was likely the result of the use of excessive force when attempting to insert and align the tibial insert trial on the tibial tray trial. Information was not provided for: pt. Info.

Event description:
It was reported from ous that during a primary orthopedic surgical procedure the trial chipped. There were no fragments or pieces that fell into the surgical site. It was reported that the patient was stable leaving the or. The agent was present at the time of surgery. Multiple email requests were sent to the contacts for additional information. No additional information has been provided by the contacts related to this event.